Event description:
New information notes that the lead was capped and replaced due to fracture.

Event description:
It was reported that a gradual increase in pacing lead impedance and a slight increase in capture threshold were observed. Patient is non-dependent and is asymptomatic. Patient will be monitored as the device is approaching eri.